Event description:
It was reported that increasing threshold and decreasing sensing with intermittent oversensing were observed. Lead dislodgement was suspected. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomalies were found.